Event description:
It was reported that a user called for assistance with a supply change because their insulin set had expired and disclosed a blood glucose value of 271 mg/dl while using the ilet, with no alerts or alarms and cause of the hyperglycemia unclear; troubleshooting and education were completed during the call. Symptoms included hyperglycemia without reported discomfort. Outcomes included no reported medical intervention, hospitalization, or device replacement. Investigation included customer counseling and troubleshooting to address infusion set replacement and use. Investigation of this case revealed no device alarms or malfunctions reported and no component failure identified, with the event associated with an expired insulin set at the time of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.